Event description:
Approximately, 45 patient samples with discrepant calcium results. Only, the following examples were provided, unit of measure mg/dl: initial 8.1, repeat 9.3; initial 7.9, repeat 7.2; initial 7.7, repeat 8.8; initial 7.0, repeat 8.2. Initial results were reported. No information provided to determine if results were used to guide therapy. The user recalibrated the assay which resolved the issue.